Event description:
Caller reported a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided a complete pump reset process and guided the caller through the reset. The caller successfully started their sensor session and was advised to contact support if the issue persisted.